Manufacturer narrative:
The sodium electrode serial number is (B)(6) (expiration date: 27-apr-2027). The ise indirect na-k-cl for gen.2 serial number is (B)(6), (expiration date: 08-dec-2026). The field service engineer inspected the analyzer and determined that the event was consistent with contamination in the flow path. He cleaned the sample probe, dilution vessel, vacuum and sipper, decontaminated the ion-selective electrode (ise) reagent flow path, and performed the daily wash rack. The analyzer's performance was verified by the fse's ise, precision checks, and customer-run calibrations, qcs, and test runs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 assay results for two patient samples tested on the cobas pro ise analytical unit. Patient sample 1 sodium the initial result from the analyzer was 137 mmol/l. The repeat result from another cobas pro ise analyzer was 153 mmol/l. Chloride the initial result from the analyzer was 103.5 mmol/l. The repeat result from another cobas pro ise analyzer was 115 mmol/l. Patient sample 2 sodium the initial result from the analyzer was 145 mmol/l. The repeat result from another cobas pro ise analyzer was 163 mmol/l. Chloride the initial result from the analyzer was 107.0 mmol/l. The repeat result from another cobas pro ise analyzer was 121 mmol/l. The emergency room staff questioned the results, prompting the rerun. The repeat results were deemed correct.